Event description:
During device evaluation, a companion set underwent a simulated infusion for twenty-four hours at 50ml/hour and air in the line was observed. The novum iq pump did not trigger an alarm. Since this occurred during simulated therapy, there was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing, and the set performed according to product specifications. The set was primed without incident. Simulated testing was performed by running an infusion at 50ml/hour for 24 hours. Air was observed in the line. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.